Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were multiple kinks throughout the hypotube. There was a complete hypotube separation at the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. The inner shaft was buckled 4mm distal of the bi-component weld. Microscopic examination of the balloon and shaft did not reveal any tears or damage. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated at the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 1.20mm x 8mm emerge¿ balloon catheter was advanced to the lesion for predilation. The balloon was inflated however it ruptured at its nominal pressure at an unknown number of inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 1.20mm x 8mm emerge balloon catheter was advanced to the lesion for predilation. The balloon was inflated however it ruptured at its nominal pressure at an unknown number of inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.